Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced right leg weakness. The physician was concerned about a possible epidural hematoma. The physician decided to remove the device prophylactically. No hematoma was found during the removal procedure. There have been no reports of further complications regarding this event.